Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the reported image issue. Further evaluation found the insertion tube rubber was scratched. The adhesive on the bending section was deteriorating and chipped due to cleaning, disinfecting, and sterilization processes over time. The bending section had a perforation and demonstrated wear. The video connector was damaged due to physical stress, such as being dropped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was no image. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.